Event description:
A (B)(6) male pt's spouse contacted zoll customer support to report that the monitor was displaying a service code 102. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon eval, both leads on high-voltage capacitor c22 pad were lifted from the pads of the monitor defibrillator board, which caused resistor r45 to open. This resulted in the service code 102. The root cause for the lifted c22 capacitor leads could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the damaged c22 capacitor. The pt received a replacement monitor.